Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 700cc gel breast prosthesis that ruptured after implantation. The patient noticed silicone coming out of the incision in the left breast. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 05/16/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 05/16/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor received additional information about the event: - the patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 700cc gel breast prostheses. - the concomitant product is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507004bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was initially reported that the left breast prosthesis had ruptured. New information states that it was the right breast prosthesis that ruptured, and the left breast prosthesis was intact. The right breast prosthesis is a mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507004bc, lot #7650647, serial # (B)(4). On 07/10/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported rupture in the breast implant. During evaluation of the sample a tear was observed in the anterior view measuring 16 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).